Manufacturer narrative:
Age at time of event: 18 years or older. Initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified below the knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.